Event description:
It was reported that the pt was unable to adjust his stimulation. The upper and lower limits were reached. The pt programmer appeared to be working appropriately. The pt had a surgical procedure last week and required atrial fibrillation. Further info is being requested from the hcp.

Manufacturer narrative:
(B) (4).